Event description:
It was reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump despite it being out of warranty. The customer was informed about the replacement and instructed to continue using the current pump temporarily, allow the battery to deplete before shipping, and return the damaged pump using a pre-paid label.